Manufacturer narrative:
Date of event: exact date unknown, event occurred at the year of 2016. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(4), batch: 16490274.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an explant procedure. No device malfunction was suspected. All explanted device components were discarded by the medical facility.